Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the physician felt resistance and was unable to cross the lesion. There was damage to the stent struts noted on withdrawal of the stent from the patient. The target lesion was a 99% stenosed, nontortuous lesion located in the rca (right coronary artery). There were no patient complications. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.